Event description:
A medtronic representative reported that a biopsy guide was difficult to lock into place. The surgeon was able tighten the instrument with extreme force and opted to use the instrument for the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. No parts have been received by the manufacturer for analysis.